Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 98 mg/dl on compact plus meter (system 1) and 45 mg/dl on compact plus meter (system 2), and 90's mg/dl on compact plus meter (system 1) and 40's mg/dl on compact plus meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.